Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed the pump battery depleted fully from 35% overnight and the pump shut off due to insufficient battery. The customer¿s blood glucose level was 130 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.